Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, faded serial number label, cracked keypad overlay, keypad overlay scratched. Blank display noted after battery insertion due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment slid downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement test due to the poor connection. The boards were pulled out of the case and then were reinserted into a known good case. The software version was able to be obtained after doing so. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.